Manufacturer narrative:
This report is filed july 15, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6), 2015, due to soft tissue issues and recurring infections.there are no plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4)